Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open wound under the right breast area. Field services reported the irritation appeared as an open sore. There was no alleged device malfunction contributing to the irritation. A nurse reported the irritation, and a bandage was placed on the irritation. The irritation improved with the use of an ointment. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.